Event description:
It was reported that the programmer ¿wouldn¿t turn on¿ so the patient changed the batteries 2 or 3 days prior to the report. The patient tried to turn it on and it wouldn¿t turn on. Then, it did turn on and it switched the settings. The manufacturing representative went over some of the settings for the patient. The patient had to change the batteries ¿all the time¿ and sometimes put in new batteries and after 30 minutes it would not work. The patient was told by the manufacturing representative that ¿this was not normal.¿ this issue began a month prior to the report. The programmer used the batteries fast. The patient put a new set in 24 hours prior and it wouldn¿t power on the next day. The patient took the batteries out and placed them back in the device. It ¿might¿ power on and show her 100% on the batteries. The patient¿s settings change on the implantable neurostimulator (ins) when the programmer powered back on. The programmer wasn¿t wet or dropped. Upon device return, no significant anomalies were found. The antenna jack was resoldered as a preventative measure. Further interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).